Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped. According to the md, the sheath/dilator assembly was defective as it would not allow the spring wire guide to pass through it, causing the iab to unfurl. The md resolved the issue by replacing the original sheath dilator assembly with a new kit. There was no reported pt death, injury, or complications. There was no reported delay / interruption in therapy. Pt outcome is listed as, procedure completed normally with intra-aortic balloon pump (iabp) support.

Manufacturer narrative:
(B)(4).